Manufacturer narrative:
Additional information was received from the customer: the event occurred during a laparoscopy, which was completed with a similar device without delay. There was no harm or injury to the patient.

Event description:
The customer reported the image from the subject device disappears when the cable is wiggled. There was no harm or user injury reported due to the event.

Manufacturer narrative:
An olympus technician evaluated the device onsite and did not confirm the reported issue. Service found the image was noisy but could be recognized. The technician replaced the cable. A review of the device history record found no deviations that could have caused or contributed to the image disappearing temporarily. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the image disappeared when the cable was moved because communication between the camera head and processor became unstable due to the breakdown of the cable which was identified during evaluation. However, a definitive root cause of the reported issue could not be identified. The cause of the breakdown of the cable could not be determined. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.